Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Product:evaluation: the technician attempted to inset a laboratory 0.025" guide wire through the inner lumen and was able to successfully insert the guide wire. The inner lumen was dimensionally inspected and found to meet specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. Conclusion: the reported events cannot be confirmed by the evaluation. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
Maquet representative received call from cicu at (B)(6) about a patient on a balloon pump that they were having problems with suboptimal augmentation. The other femoral arterial line was reading 20 points higher. She went out to help trouble shoot the cv surgeon, rn's and perfusionist at the bedside. The patient was very sick and had developed acute renal failure. Changed out the balloon to 34 cc and the augmentation increased. The patients heart rate had also been elevated 110-120. Email of (B)(6) 2011 states "the patient was a (B)(6) female and a very complicated history. She was (B)(6) and the surgeon put a 50 cc balloon in her instead of a 34 cc. The acute renal failure was present 34 cc the balloon was placed." Specifically, the facility reported that iab was inserted and a large pressure difference between radial and femoral monitoring lines was seen. Iab swapped to 34 cc.